Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. Unit was downloaded properly. No delivery anomaly was noted during testing. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube window corners, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
Customer reported via phone call that insulin pump was under delivering insulin. Customer's blood glucose was 250 mg/dl, which was treated with insulin pump and manual injection. During troubleshooting, customer did not remove infusion set stating that cannula was not bent. Insulin pump did not receive any alarms. Customer was advised to call back when in receipt of tubing clamp in order to perform high pressure test. Insulin pump would be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.